Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional flow accuracy testing by running the pump at 25ml/hour with a volume to be infused of 25ml. The infusion was successfully completed without any alarms or discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the event history log was reviewed and on the day of the event at 22:31 the pump stopped. At 22:32 air in line alarm noted. 22:32 pumping stopped and infusion stopped by system. Then at 23:33 a downstream occlusion was triggered and the pump stopped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump stopped infusing. During a isoproterenol infusion, the pump screen light was green; however, the pump screen displayed ¿primary stopped¿. There was no alarm triggered. The patient¿s heart rate dropped to the low 30¿s and atropine was pushed. No further information was available at the time of this report.